Event description:
Customer reported to beckman coulter, inc. (Bci) that incorrect chemistry results (i.e. Total bilirubin and basic metabolic panel) were printed on their unicel dxc 600 synchron instrument. The results were not reported out of the lab because a tech caught the error before reporting the results. The tech manually programmed the samples ID (identification) at the instrument using the pt's last name as the sample ID (sid), and then reported the correct results. A second similar event occurred on the same day. The lab info system (lis) re-uses sids; they rollover sids approx every (B)(4) months. Since no incorrect results were reported out of the lab, no adverse event occurred. However, the possibility of a malfunction of the instrument was investigated.

Manufacturer narrative:
A bci fse (field service engineer) was not dispatched to the site since one was not required. The hotline rep instructed the customer to enable the "maximum sample program age" feature at the instrument. This feature alerts the user to a sample that has programming older than the specified age input by the user. The hotline rep also reminded the customer how to perform correct clearing of samples. The root cause of the problem was user error/ lis error. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 to october 23, 2010 for add'l reportable events.